Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
Reported due to occlusion. In 2006, a heart catheterization was performed, the starclose was used on the right common femoral artery and hemostasis was achieved. A femoral angiogram was done. The pt ambulated and was discharged home two (2) hours later. The patient noted a "charlie horse" in his right groin; a little discomfort; no shooting pain five days later, the "patient couldn't bear the pain", and was readmitted to the cardiac catheterization laboratory with leg cramps. The cardic physician did a right lower leg angiogram. The angiogram showed approx 80% stenosis at the site of the right common femoral artery where the starclose was deployed. The doctor tried to foxhollow the occluded area and thought the foxhollow was catching on what felt like a stent. The doctor attempted to balloon ith an aviator 7x2, which he took to 8 atms, repeat of burst 12. The balloon burst at 8 atms. "They think a tine burst the balloon." The doctor got adequate flow and started a retavase drip lysing area. Patient "did fairly well." The length of procedure was one (1) hour. The "patient was discharged and is doing fine at home."